Event description:
While performing a soft sarcoma procedure on the left thigh, it was noted that the probe's freeze control valve did not shut off completely. In order to discontinue freezing of the probe, the liquid nitrogen in the dewar was vented. There were no pt complications.